Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18652. It was reported the patient experienced ineffective stimulation. The patient indicated the pain relief he experienced was not as optimal as the relief he felt during his trial. The patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.